Event description:
It was reported that during a matrix procedure at l4-s1, the surgeon was backing out a locking cap and the tip of the screwdriver broke off. Surgeon was able to retrieve the tip and removed the cap. Nothing was left in the patient. Surgeon used another screwdriver to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that the star drive tip is broken off as the complaint states. The tip fragment was returned with the complaint. Based on the details of the complaint condition and evaluation of the returned part, there is no indication of a design related issue. Examination of the returned part indicates that the screwdriver has been used off-axis (not inserted straight and fully) into the screws and locking caps. In addition, the deformation on the tips indicates that the driver was used for loosening and it does not appear from the damage that the torque limiting attachment was used as directed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).